Manufacturer narrative:
The device associated with complaint # (B)(4) was returned by the customer. Further investigation found defect with pcba mainboard. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in (B)(4). The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the device was broken / damaged and would likely remove it from clinical service until the device is repaired or replaced. As it was noted by the customer that component burning up right next to the battery connector this could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
It was reported that the device has no power and component burning up right next to the battery connector. There was no reported injury. This report was filed in our complaint handling system as complaint # (B)(4).